Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable snapped. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. An additional observation not reported by the site was broken grip cable by the clamping pulley inside the housing of the instrument. Another observation not reported by site was corrosion on clamping pulleys inside the housing of the instrument, which showed residue collected on the cable rails and around the cables. Failure analysis concluded that damage was likely due to improper cleaning. An additional observation not reported by the site was grip cable was found to be derailed at the distal idler pulley. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. Additional observation not reported by site were scratches on the surface of the distal pulley. No other cable damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.